Manufacturer narrative:
Follow up 1: - description event updated.

Event description:
During a clinical study, the patient had a coracoid fracture due to excessive lateralization of the prosthesis during implantation. The patient is undergoing physiotherapy and it is under surveillance. It has been reported that my shoulder was used in the primary. Bone quality is precarious.

Event description:
During a clinical study, the patient had a coracoid fracture due to excessive lateralization of the prosthesis during implantation. The patient is undergoing physiotherapy.

Manufacturer narrative:
Batch review performed on 29-jan-2025. (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 07-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants also revised: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot: 2245561 (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 20-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review for reverse shoulder system 04.01.0152 glenoid baseplate - ø24.5x25 (k170452) lot: 2249370. (B)(4) items manufactured and released on 03-may-2023. Expiration date: 16-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: 1 year after the primary rsa surgery, the patient had a coracoid fracture. According to report, this happened due to excessive lateralization of the prosthesis during implantation. No revision surgery is planned. With only this radiographic image and this piece of information it is not possible to infer the cause of the event. However, with the information at hand there is not reason to suspect a malfunctioning device.